Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. The insulin pump had moisture damage on moisture damage on all electronic assemblies noted. The insulin pump had a corroded motor home switch noted. The insulin had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she fell in pool with the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer fell in pool with the device. The customer stated that the device was exposed to fluid. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.